Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. No impact to the customer's blood glucose. Reportedly, the customer left the pump charging for 30 minutes to resolve the issue.